Event description:
It was reported that there were concerns for inappropriate therapy on the recorded episodes. Boston scientific technical services (ts) performed an analysis of the episodes and determined that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate shocks and anti-tachycardia pacing (atp) during an atrial driven rhythm with possible rapid ventricular response. Boston scientific technical services (ts) recommended cardiology consult. No additional adverse patient effects were reported.